Event description:
A surgeon was performing spinal surgery (anterior cervical discectomy and fusion of the cervical spine (c4-c-6). The surgeon used a plate device in the surgery (tether plate 35 mm w level plate # (B)(4)). When he went to drill the screws into the plate, he noticed the snap rings on the screws were not engaging. He chose to leave the screws and plate in place. Out of the 5 (five) screws he stated he did not think any engaged. Surgery was completed without extension of time in the operating room or under anesthesia. No adverse outcome for the patient.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.